Event description:
It was reported that during either a laparoscopic cholecystectomy or a hernia procedure, the trocar was leaking carbon dioxide around the stopcock or around the seal in the port of the cannula, requiring the use of more gas. It was not clear whether an instrument was inserted into the cannula when the device was leaking. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the seal cap was broken. One of the prongs that connects the seal cap to the cannula was broken off, and there was a loose white piece inside the cannula. The seal cap was incapable of forming a complete seal with the cannula. The device was tested to detect any leaking issues and did not pass the current leak test. The obturator of the device was not returned. As each device is visually inspected and functionally tested prior to shipment, no conclusion could be reached as to what might have caused the reported event.